Manufacturer narrative:
Analysis of the subject device showed a fracture at the distal end of the subject device, subsequently this event is being reassessed as a medical device report. Approx 134.2 cm in length of the subject device was returned for analysis. Visual inspection revealed a fracture at the distal end. A kink adjacent to the fracture site was noted. Evidence of coating was observed at the remaining poly portion. The subject device was sent out for scanning electron microscope analysis. The scanning electron microscope analysis concluded that the fracture surface exhibited evidence of fatigue with a slight bending moment, which may have contributed to the final fracture; however, the cause of the failure could not be determined. The device history records has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specs. No other complaint has been rec'd for this particular batch of devices. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.

Event description:
Boston scientific neurovascular became aware that during a procedure when the microcatheter was approached to the lesion, the tip of the subject device dissapeared under angiography. The operation went successful with another unit.